Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that cardiac tamponade occurred. An atrial fibrillation pulse field ablation procedure was successfully performed using a farawave catheter. Following the procedure echocardiography identified cardiac tamponade with pericardial effusion. The physician ascertained the cardiac tamponade resulted from handling of the farawave system in the complex anatomy of the patient. The patient became hypotensive and a pericardiocentesis was performed. The pericardial drain was removed and the patient recovered to a stable condition. The patient was discharged several days post index procedure.